Event description:
It was reported that an ilet pump did not appear to charge beyond 52 percent when the user attempted to charge it prior to initial training, despite the charger showing a solid green light and the pump positioned face up; after the agent advised trying a different outlet, the device charged to 80 percent during the call. Customer care provided support that included phone-based troubleshooting. No adverse clinical symptoms reported. Outcomes included no impact on health and no alerts or alarms. It was concluded that the device functioned after outlet change, consistent with a charging or power source issue, and the user was instructed to call back if the issue recurs.